Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, when the device was being fired the first time across the stomach, the reload would not advance to staple or cut. The stapler was not able to fire, the green button was pressed and the handle did not squeeze. They opened a new stapler and reload to complete the case. There was no patient injury.